Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not available. A technical support specialist (tss) dialed into the server and logged into pharmacy enterprise server (pes) to investigate the issue, then ran a report on the affected station and found that the order had been successfully performed. Upon checking the order ID frequency mapping, tss discovered that the code 'dia' was configured for single access only, then explained the frequency mapping setup to the customer and advised to use a different existing code if intended to perform the order more than once. The customer acknowledged and understood the explanation. The tss followed up with the customer and user confirmed that the issue had been resolved and had not reoccurred since the frequency code was changed on the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, orders were not available at the machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.